Event description:
When the pt laughed or coughed, she felt a shocking sensation. This had occurred since implantable neurostimulator implant. The pt was at home at the time of the report. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).